Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc) and the thing that only the cover surface of the subject device was peeled off and its probe could not been seen, omsc surmised there was the possibility this phenomenon was attributed to the damage on the ultrasonic transducer surface of the subject device which was spread due to the external force applying. When the probe part of the subject device was hit or dropped with applying to the external force, the probe part might have been gotten the scratches. And those scratches might have been spread with twisting and pulling to the distal end of the subject device by the usual user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the ultrasonic transducer surface of the subject device partially peeled off. There was no report of patient injury associated with this event. It was not provided the other detailed information.